Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the sheath split issue include, but not limited to, inadequate nick and spread or incorrect positioning of the device. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose after an angiogram/embolization interventional procedure using a 6f sheath. Reportedly, steps 1 and 2 were performed without issue. During step 3, the sheath did not split completely. The splitter stopped roughly 1cm from the tip and jammed. The device then ripped free of the vessel. Once the device was removed, it was attempted/troubleshooted to deploy it on the back table, however, the clip did not deploy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.